Event description:
It was reported that oversensing on the ventricular channel was observed. No patient symptoms were reported. Review of the egm revealed far p-wave oversensing. Programming changes were made. Patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.